Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a bd tss, sent in data files showing an obvious failed mixing pump in an arctic sun device. They suggested that discuss a 2000 hour service with the customer.

Event description:
It was reported that a bd tss, sent in data files showing an obvious failed mixing pump in an arctic sun device. They suggested that discuss a 2000-hour service with the customer. Per sample evaluation results received via task on 02sep2025, it was reported that the case data showed evidence of a failed heater and failed circulation pump. Per sample evaluation results received via task on 09oct2025, it was reported that the right rear wheel was not working properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Failing mixing pump is confirmed through the logs and was experienced at the depot. Mixing pump was serviced during the pm process. It was found that the caster/wheel was loose. Case data shows evidence of a failing heater and failing circulation pump. Pm performed. Loctite 242 was applied and torqued to all casters. Circulation pump and heater and it's foam replaced. Replaced the evaporator outlet tube, replacing the double-bend tube, and the manifold o-rings. Coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a bd tss, sent in data files showing an obvious failed mixing pump in an arctic sun device. They suggested that discuss a 2000-hour service with the customer. Per sample evaluation results received via task on 02sep2025, it was reported that the case data showed evidence of a failed heater and failed circulation pump. Per sample evaluation results received via task on 09oct2025, it was reported that the right rear wheel was not working properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Failing mixing pump is confirmed through the logs and was experienced at the depot. Mixing pump was serviced during the pm process. It was found that the caster/wheel was loose. Case data shows evidence of a failing heater and failing circulation pump. Pm performed. Loctite 242 was applied and torqued to all casters. Circulation pump and heater and its foam replaced. Replaced the evaporator outlet tube, replacing the double-bend tube, and the manifold o-rings. Coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.